Manufacturer narrative:
Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Event description:
The hospital reported an issue encountered with the fluid delivery device during use. The nurse reported that at the end of the tubing where the 3 check valves come together would not tighten and blood leaked as a result. She mentioned this has happened the last four times they have used this product (no details provided). The report stated that the clinical staff did not immediately notice the blood leak as the procedure was a coronary artery bypass graft and the blood leak occurred under the drape. Follow up with the hospital found that "naci" was being administered through the device at the time of the alleged event. The device was discarded by the hospital and not returned to the manufacturer for evaluation; however, they chose to return an unused device from the same lot to help with the complaint investigation. There were no patient complications reported as a result of the alleged event.

Manufacturer narrative:
Visual examination of the returned device did not find any anomalies. Follow up with the complainant found that it is possible they were not tightening the connections properly per the instructions for use. The device history record for the lot was reviewed and no devices were rejected and no specific manufacturing yield issues were reported similar to the reported complaint condition.